Event description:
Customer reported visiting the emergency room and being hospitalized with a blood glucose (bg) level of 20 mg/dl. Cause was unknown. Customer attempted to address their bg with consuming carbohydrates and sugars, however was treated with intravenous fluids and saline, ultimately resolving the issue. No permanent damage was identified, and although the customer had not yet been released from the hospital, follow-up was planned to obtain the release date.